Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that the body abutment hex fractured inside the implant #24 and both were removed. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer abutment for evaluation. Visual evaluation was performed, hex and body of the abutment was found fractured. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer abutment] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment subjected to occlusal loading. Therefore, based on the available information, a device malfunction did occur. The abutment hex and body was found fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.